Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 439 mg/dl. The customer¿s current high blood glucose 448 mg/dl. The customer had treated with insulin pump. The customer also reported fluid in the reservoir compartment and reservoir leaks. Assisted customer in performing self test. Self test was passed. The drive support cap was normal. The reservoir was returned for analysis. The insulin pump was returned for analysis.